Event description:
It was reported that during an unknown procedure, "stapler didn¿t formed and the blade cut the tissue". It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.